Event description:
A regatta middleweight straight wire - article.: 602n0s0l1 lot: 90006030 was today used in trying to open up an total occluded rca. Shortly after entering the wire in the pt the tip fell off. It was impossible to remove the tip of the wire afterwards. It was captured in the occlusion. It was also impossible to stents the tip of the wire against the vessel wall because of no opening or flow in the occluded vessel. Discussed the problem and how to do another approach to remove the wire with two other physicians, meanwhile the pt was still on the cath lab table. Since the pt had no symptoms do to the complication with the stock wire, they decided not to let the pt undergo a CABG.

Manufacturer narrative:
The product has been returned for eval and testing, however, the eval has not been completed. Add'l info will be submitted upon 30 days of receipt.